Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of having high blood glucose of 420mg/dl. Customer treated with pump. Troubleshooting found that the cannula was bent and the customer was having trouble with tape adhesion. Customer indicated that they sweat a lot and troubleshooting advised on adhesion technique. Customer was advised to call back if further assistance is needed as it appears that the pump is operating as designed. The customer was advised to follow up with their doctor regarding the high blood glucose.